Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. The rate abnormality was not observed. The flextape was removed and cleaned. After replacing the flextape, the events were not reproduced. Tapping the instrument did not reproduce the event. (B)(4).

Event description:
It was reported that after an aortic valve replacement procedure, an epicardial lead was implanted in the patient for temporary pacing at a rate of 70 beats per minute (bpm). During a meal on a wheelchair, an alarm had gone off with a heart rate of 65 bpm that gradually went to 40 bpm. The output was increased by the physician's instruction. Though the setting was 70 bpm, the patient's heart rate increased only to 60 bpm. Then the device was replaced with a new one and the new device was confirmed to work normally. The device was returned to the manufacturer for servicing. No further patient complications were reported as a result of this event.